Event description:
A 2.5 mm diameter x 8 mm length endeavor otw drug-eluting coronary stent system was inserted into a pt for the treatment of an rca lesion. The vessel morphology was reported to be moderately tortuous with heavy calcification and 80-90% stenosed. The lesion was pre-dilated. It was reported that an endeavor stent was successfully implanted in the mid rca. The endeavor 2.5 x 08 was inserted; the physician was attempting to reach the lesion but was unable to cross the lesion, the sds was removed. The lesion was pre-dilated and the endeavor 2.5 x 08 was re-inserted. While the physician was advancing the drug-eluting stent delivery catheter through the previously deployed stent, the stent dislodged. It was reported that the physician attempted to retrieve the dislodged stent with several guidewires, which was unsuccessful. The physician elected to crush the undeployed stent against the vessel wall using two balloons. The physician implanted another manufacturer's drug-eluting stent to oppose the undepolyed stent to the vessel wall. The case was completed with two add'l drug-eluting stents that were implanted in the rca. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
.